Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the patient presented due to recurring beeping. Again, high out of range pacing impedance measurements were noted. All other measurements were within range. No impact to therapy delivery was noted. It was indicated that the patient would continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a routine follow-up, the patient indicated that the device heard beeping the previous day. Upon device interrogation, high out of range impedance measurements were noted on the right ventricular (rv) lead. During the follow-up and maneuvers, all parameters were within range. The device data was sent to boston scientific technical services (ts) for review. Ts indicated the there was a sudden increase in pacing impedance measurements and then they returned within range. No noise was noted on the pace/sense portion of the lead. However, short bursts of noise were noted on the shock channel. Ts also indicated that the lead integrity appeared to be satisfactory. This patient was not pacemaker dependent and will continue to be monitored appropriately. No adverse patient effects were reported.